Event description:
It was reported that a luer connector snapped in half flush with the ilet while the user was removing the device from a pocket, consistent with a broken connector component. Symptoms included no change in blood glucose levels and no clinical symptoms. Outcomes included no medical intervention and no hospitalization. Investigation included collection of device return and logistics tracking to facilitate evaluation. Investigation of this case revealed a fractured luer connector consistent with a damaged or broken device component. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage during handling.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.